Event description:
During an intervention for lead repositioning, the lead could not be connected to the pacemaker. The device was replaced and will be returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Analysis is pending.